Event description:
No RMA was issued, the device was sent in for repair in april 2004 with report,indicating a pt sustained a burn. Instrument has insulation crack at distal tip with multiple chips and extensive cracking of insulation on handle. The regional sales manager is to obtain more info.